Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4). The dates of deaths were not known, and the current date used was an approximation.

Event description:
An attorney alleged that at least fourteen deaths had been associated with the failure of the pump device system. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.